Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has been received for analysis. The tip, distal shaft, collar and hypotube were microscopically and tactilely inspected. Inspection revealed damage to the collar (the extruded portion of shaft was separated from the metal collar, and there was a partial separation around half of the shaft located between the collar and the proximal markerband). The collar and the tip of the guidezilla were measured with a calibrated pin gage, and both were found to be .057¿, meeting the guidezilla specification. Functional testing was attempted by loading a 4.0mm x 24mm stented balloon (test catheter) into the collar of the guidezilla, and the stented device advanced easily and without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-mar-2018. It was reported that a stent could not advance through the guide catheter. The concentric, 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 145 5-in-6 guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla was advanced to the middle of the target lesion. However, difficulties were encountered as the 3x24 promus premier stent was advanced into the proximal part of the guidezilla. As a result, both devices were pulled out from the patient. The same stent was used to passed through the proximal part of another guidezilla, both devices were advanced as a unit in the guide catheter to successfully deliver the stent and the procedure was completed. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar. It was further reported that difficulties were encountered in pulling out the guidezilla from the vessel. The device was pulled out with force but was damaged mainly at the collar.